Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting a supra ventricular tachycardia (svt) as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right atrial (ra) lead has oversensing of noise. The lead remains in use. It was also noted that the remote monitoring network report displayed a red box for the electrograms (egm). A ticket was created for investigation. It was further reported by the patient that they had received the inappropriate shocks as the device was ¿wired backwards.¿ it was further reported from the patient that the ICD was "programmed off as it was not working properly" and the right ventricular (rv) lead was included in the leads that were "implanted backwards in the chest". The leads remain in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5568-53 lead implanted: (B)(6) 2006; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.